Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer replaced the graphic user interface (gui) printed circuit board (pcb). The field service engineer (fse) to perform software download. Covidien was not authorized to service the ventilator.

Event description:
Report received that an 840 ventilator had a blank screen. The ventilator was not on a patient at the time of the event.